Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no patient involvement, and no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system printed circuit board assembly was replaced to address the issue. Additional findings not related to the malfunction/issue: the blower was replaced to address additional non-critical events noted in the error log.